Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Complaint data analysis has been reviewed for this product and issue. No adverse trends have been identified. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving readings from his adc freestyle libre sensor that were subsequently believed to have been erroneously high. He further reported that on (B)(6) 2017 his sensor repeatedly showed ¿hi¿ (a reading greater than 500 mg/dl) for several hours. Sometime ¿later¿, customer¿s sensor produced a reading of 132 mg/dl, but it is unknown when this reading was received. Customer self-administered an unspecified amount of insulin in response to the ¿hi¿ readings and then subsequently experienced hypoglycemia and a loss of consciousness. Customer¿s colleagues contacted the paramedics and upon arrival they initiated an intravenous infusion of glucose and transported him to a hospital. At the hospital, customer was diagnosed with hypoglycemia. It is unknown if any additional glucose was administered. A reading of 348 mg/dl was received on an unspecified hospital device at an unspecified time. No additional treatment was reported. There was no report of death or permanent injury associated with this event.